Manufacturer narrative:
It was reported that the battery was unable to provide power. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Although the battery passed testing, the logs were review to determine if the reported event could be confirmed. A review of the logs did not reveal any findings that may suggest that the battery was unable to provide uninterrupted power. Additionally, battery alarms were not logged near the reported event date. As a result, the reported event could not be confirmed during log file analysis or replicated during testing. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the controller did not accept the battery on either port. The battery was not providing power to the controller. Battery was exchanged and it was stated that there were no effect on patient. No additional information available.